Manufacturer narrative:
This is a report of use error in which a connection was not secured, and the patient reconnected to a disconnected line during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a heater bag became disconnected from a heater line and leaked. The patient re-connected bag and continued therapy. The patient stated the heater bag had lost a lot of fluid before they realized lines had come unscrewed. The technical service representative (tsr) explained that the setup had been compromised, and that when lines separated, the patient should not have continued therapy. The tsr had the patient stop fill one and end therapy. The tsr instructed the patient to set up again with new bags and cassette. The patient did not report a defect in luer connections, and stated that they had not tightened it properly. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.